Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests. The insulin pump had scratches on the display window and no cracks on the display. The insulin pump was inspected and there was no trace of moisture damage found on the electronics assembly or motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call cosmetic damage, moisture damage and high blood glucose levels. Customer's blood glucose level was 405 mg/dl. Customer treated their high blood glucose with injections. Troubleshooting for moisture damage was performed. Customer's mother advised the patient jumped into the ocean with their insulin pump on. Customer's lcd display screen had moisture inside. Troubleshooting for cosmetic damage was performed. Customer's screen had a large crack on it which made it difficult to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.